Manufacturer narrative:
Technician found the head section of this bed would not raise. Unit was out of service. Troubleshot the problem to bad CPR valve. Replaced the CPR manual valve to resolve this issue.

Event description:
Facility stated that the head section of this bed would not raise. No injury reported.